Manufacturer narrative:
After contacting the medical institution and confirming the situation, it was found that the replacement with a new product had not been properly carried out, the rotational angle during operation was excessively large, and severe obstruction in the lower part of the root canal had not been sufficiently cleaned, resulting in excessive resistance. Furthermore, the excessive rotation is considered to have caused the product to fracture. Since the lot information of the product is unknown and the actual item has been discarded, it was determined that investigating manufacturing and testing records or conducting mechanical reproducibility tests would be difficult. It is presumed that the instrument was damaged due to the patient's root canal shape and repeated use of the product; however, the exact cause remains unknown.

Event description:
On (B)(6) 2025, the patient visited our hospital with the chief complaint of dental pain. Examination revealed dental caries in the upper right first premolar, with mobility grade ii. Radiographic findings showed a low-density shadow in the crown of tooth #14, alveolar bone resorption, and a low-density shadow around the root apex. The diagnosis was chronic periodontitis, chronic apical periodontitis, and coronal defect. After local anesthesia with standard articaine and epinephrine injection, the pulp chamber was opened and root canal preparation was performed using a size 10 file, during which the instrument suddenly fractured. A bypass was created on the apical side, and attempts were made to remove the fractured instrument, but these were unsuccessful. The situation and poor prognosis were explained to the patient, who opted for extraction of the affected tooth. Postoperative instructions and precautions were provided by the physician.